Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units. Current fill estimate displayed on pump was 170 units, but caller hadn't used the expected 130 units. There was no reported impact to customer's blood glucose level. Caller, having overfilled the cartridge, was advised by technical support not to do so and acknowledged the instruction. Despite not having a new cartridge, caller decided to continue using the current cartridge and will follow up if necessary.